Event description:
It was reported that the patient underwent a pump replacement on (B)(6) 2009. The patient had never had therapeutic effect and was experiencing increased baseline spasticity. The patient was subsequently admitted to the hospital. No alarms were noted; volume discrepancies had not been checked. A dye study and a roller study had been performed. A therapeutic bolus had been administered; the patient was being monitored for a response. It was later reported that the patient experienced significant uncontrolled spasticity and pain; baclofen withdrawal was believed to be device related. The patient underwent multiple increases of daily infusion rates and several pump boluses were given. The dose was increased to 376 mcg/day. On (B)(6) 2009, catheter dye and roller studies of the device were performed. The patient continued to have unresolved spasticity. On (B)(6) 2009, the patient was administered a direct injection of lioresal (100 mcg) bolus to ensure response. The patient responded extremely well. On (B)(6) 2009, the patient underwent replacement of both catheter and pump; the cause of the symptoms was not determined. The patient was responding appropriately with the new catheter and pump at 200 mcg/day; the spasticity had resolved.

Manufacturer narrative:
(B)(4).